Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 20 x 3.00mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). The was a significant bend in the lesion between 45 and 90 degrees. Following predilitation with a non-boston scientific balloon, a 20 x 3.00mm promus elite drug-eluting stent was deployed. Post deployment, a distal edge dissection was observed, and to cover it, a 12 x 2.50mm promus elite stent was deployed. The patient was stable and responding well to medications. Significant resistance had been encountered during the operation. It was further reported that following pre-dilatation, residual stenosis was 60%. The stent balloon was inflated to 16 atmospheres for 12 seconds. The dissection was noted to have occurred after stent implantation and before post dilatation. The lesion was post dilated with a non bsc balloon device at 16 atmospheres. The dissection was noted to be a type b dissection and was flow limiting. No additional patient complications were reported in relation to this event.

Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty. Vascular access was obtained via the femoral artery. The 80% stenosed, 20 x 3.00mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). The was a significant bend in the lesion between 45 and 90 degrees. Following predilitation with a non-boston scientific balloon, a 20 x 3.00mm promus elite drug-eluting stent was deployed. Post deployment, a distal edge dissection was observed, and to cover it, a 12 x 2.50mm promus elite stent was deployed. The patient was stable and responding well to medications. Significant resistance had been encountered during the operation.